Manufacturer narrative:
Sections with additional information as of 11-may-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 176, 153 and 139mg/dl. The customer did not know his expected glucose range. At the time of the call the customer felt well and did not report any symptoms. Customer stated he had tested three different times on the meter and the results had varied from 139 to 153 to 176mg/dl fasting. Customer stated he did not trust the results as he was having symptoms of low blood sugar (dizzy and lightheaded) at the time. Customer stated he went to ER due to the symptoms. Customer stated his blood glucose test result at the hospital over 30 minutes after testing at home had been 122mg/dl fasting. Customer stated he was not treated or admitted. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 211 mg/dl and 241mg/dl using true metrix meter; customer was not satisfied with the results obtained. The product is stored according to specification in the living room. The test strip lot manufacturers expiration date is 08/27/2021 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).